Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the repair center of olympus europa (B)(4), it was found that the forceps elevator wire of the subject device was frayed and raised. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of this phenomenon could not be conclusively determined, however there was the possibility that this phenomenon was attributed to the excessive external force applying to the insertion tube or the bending section due to the user handling.